Event description:
As of 10/2005, the exact nature of the alleged product failure appears, at this time to be unknown and unattainable.

Event description:
The doctor claims that the graft was implanted in 2005 for a femoral-tibial bypass procedure. In 2005, the graft was explanted due to product failure (type of failure has not been reported to co at this time) and replaced with a hemashield graft. The procedure outcome was reported as successful. The patient's condition is reported as fine.